Event description:
(B)(4). Same patient as 2134265-2010-00787. It was reported that following a carotid artery stenting procedure the patient experienced a stroke. The target lesion was located in the left distal common carotid artery with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 6.0 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. A non-target lesion in the left internal carotid artery was treated with placement of a 7 x 30 mm non bsc stent during the index procedure. After successful stent deployment, there was interaction between the tip of the non bsc stent delivery system and the filterwire ez. Attempts to disengage the two devices were unsuccessful. A shuttle sheath was used to retrieve the non-bsc stent delivery system and the filterwire ez as a single unit. The patient remained neurologically stable throughout the entire procedure. Two to three hours post procedure the subject was alert and oriented x 1 and developed word-finding difficulties. Head cta with stroke protocol was obtained and neurology was consulted. - head cta performed demonstrated, possible decreased perfusion in the left aca/mca watershed zone, all concerning for tia. The patient was admitted to the ICU and treated with a neo-synephrine drip. The patient was markedly improved and was discharged 3 days later.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).